Manufacturer narrative:
The cause of the reported event could not be determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of birth at time of event. The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 20 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient¿s newly implanted implantable cardioverter-defibrillator (ICD) could not be interrogated. Interference with the lvad was suspected; however, shielding the pump and ICD with lead aprons did not resolve the issue. A cast iron frying pan was used for shielding which resolved the communication issue between the ICD and the external programmer. The patient remained asymptomatic during this event. No further information was provided